Event description:
It was reported that a pump alarms for an upstream occlusion when no occlusion is present (medication programmed amount and delivery rate unk). The customer tested the device and the pump performed as expected. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The eval was unable to confirm that the device alarms for an occlusion when no occlusion is present. An upstream occlusion sensor test was performed per the spectrum preventive maintenance procedure with the unit passing. Further eval observed that upstream sensor screws to not be present. The upstream sensor was replaced.